Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic check, it was observed that the atrial lead dislodged and exhibited loss of capture. The patient was asymptomatic. The lead was disabled. The patient was stable following reprogramming.